Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients leads have migrated. The patient underwent a revision procedure wherein the leads were repositioned.